Event description:
The facility has seen 16 confirmed dvts, much more than they had with previous products. Analysis of each case had come to the conclusion that the increase in dvts is related to their insertion technique; however, complainant denies any practice change.

Manufacturer narrative:
The report of deep vein thrombosis (dvt) is inconclusive due to the nature of the complaint. The complainant alleged an increase of dvt with the use of the 5 fr d/l poly pqc PICC. One unused catheter was returned for eval. No visual damage, foreign material, or defects were noted on the tubing. The problem cannot be replicated in the lab. The exact cause of the reported incidents is unknown. A chr of lot #rerk0052 showed no other similar product complaint(s) from this lot.